Event description:
It was reported that the autopulse lifeband is loose and tends to fall out of the channel while positioning the autopulse platform under the patient. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll (B)(4) on 01/16/2014 for investigation. Investigation results as follows: the customer complaint of the lifeband being loose and falling off the channel was confirmed during visual inspection. The channel die cast was replaced with the latest version to remedy the complaint. Following service, the device passed all testing criteria.